Event description:
Product analysis of the explanted generator found that the generator performed according to functional specifications of the current automated final test. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. An analysis was performed on the returned lead portions. Note that a portion of the outer / inner silicone tubes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 339 mm portion the ends of the (-) connector pin and (+) connector ring quadfilar coils appeared to be broken. Scanning electron microscopy was performed on the (-) connector pin quadfilar coil break and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining quadfilar coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the (+) connector ring quadfilar coil break and identified the area on two of the broken coil strands as having extensive pitting with mechanical damage which prevented identification of the coil fracture type. One of the two remaining broken coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and residual material. The fourth quadfilar coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, fine pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. During the visual analysis of the returned 90 mm portion the (+) white and (-) green electrode quadfilar coils appeared to be broken approximately 43 mm from the proximal end of the electrode bifurcation. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil break (found at 43 mm) and identified the area on two of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on one of the two remaining quadfilar coil strands was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. The area on the fourth broken coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the (+) white electrode quadfilar coil break (found at 43 mm) and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the remaining quadfilar coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and one inner silicone tubing and the cut out hole found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurements taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
The explanted generator and lead were returned on (B)(4) 2013. The implant card and return product form confirm that the lead was replaced due to a discontinuity, or "broken leads". The devices are pending completion and approval of product analysis. No other information has been provided.

Event description:
On (B)(6) 2013, information was received from the physician which indicates the vns lead and pulse generator need to be repaired. A review of the manufacturer's records for the generator and lead confirmed both generator and lead met all final testing specifications prior to distribution. Follow up with the physician's office found that the revision was due to a known fracture of the lead and that there was a history of this fracture. The nurse clarified that when the patient was seen back in october 2012, they questioned the integrity of the leads due to the patient experiencing daily nocturnal seizures. However, they were not convinced replacement was needed at this time despite this increase. The patient was seen again on (B)(6) and it was decided to move forward with the surgery. X-rays were taken of the patient, but they will not be released to the manufacturer. No patient manipulation or trauma is documented; however, it was noted that the patient's ambulatory eeg shows night time activity. The nurse stated she did not have the patient's diagnostics and had no information on the seizures. The nurse suggested contacting the patient's neurologist or family for additional information; however, it was found that the patient has only been seen by this physician. No additional information was provided. A review of the patient's programming history from our database shows that the high lead impedance was first observed on (B)(6) 2012. The patient's generator and lead were replaced on may 17, 2013. The explanted devices have not been returned to the manufacturer. As the generator was four and a half years old and the patient is a special needs child who is programmed to a high duty cycle, the physician chose to have the generator replaced during the surgery too as there was a likely hood of needing replacement. It was stated that rather than have the patient be put under anesthesia twice, they would replace both together. No other information has been provided.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.